Event description:
A nurse reported that following intraocular lens (iol) implant surgery, a pt presented with an infection. Vitreous and aqueous cultures were taken and were positive for candida. Currently, the pt is only seeing light perception. The pt received an intravitreal antifungal injection. In a f/u, the surgeon reported a vitrectomy and intraocular lens (iol) explantation were performed. The pt was left aphakic. It is unk if the device caused or contributed to the event. The surgeon reported that event continues, but is expected to resolve with treatment. There are four medical device reports associated with this event. This event is for the intraocular lens.

Manufacturer narrative:
Eval summary: the product was not returned for analysis. Results from the product history record review indicated the lens met release criteria. No cartridge was returned for eval. Unable to review lot and batch records for the cartridge because the facility did not provide a lot number or any identification traceable to the mfg documentation. The root cause for the reported complaint could not be determined as no product was returned for analysis. Based on the results from the product and batch history record, the lens met release criteria. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional info on (B)(4) 2012, by phone, fax, and mail. A completed questionnaire was received on (B)(4) 2012. Additional info was received in emails or phone calls on (B)(4) 2012. (B)(4).